Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "ll the clips clearly did not open enough when loaded during a robot-assisted laparoscopic prostatectomy. Therefore, he/she stopped using the auto endo and used hemolok l clips to complete the procedure. (The applier used with was unknown.) No clip fell/remained in the patient and no injury to the patient occurred".